Event description:
The user facility reported that the angio-seal device was delivered into left common femoral artery (cfa). The artery was located, and the anchor was delivered, however, when the device was pulled back to seal the device was stuck. The doctor described it as being jammed and described a suture lock. The patient experienced very sharp pain and was given fentanyl and paracetamol whilst the doctor cut through the device to release suture manually and the seal was completed. The ultrasound showed good closure, good flow, however, due to continued pain, the patient was sent for computed tomography (CT) and stayed in bed for extra stay. The patient was then discharged and is now ok. The procedure was an iliac stenting. Additional information was received on 27 sept 2022: the procedure was a bilateral iliac stent. There was no blood loss. A 6fr procedural sheath was used. There were no challenges with access site or wire insertion. They used ultrasound guided puncture, and all was ok. The patient was discharged with no further intervention needed.

Manufacturer narrative:
Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea)/hazard based risk table (hbrt).